Event description:
It was reported that during implant the left ventricular lead could not be implanted because of patient anatomy. The lead needed to navigate "a sharp bend" and the lead continued to dislodge after placement. The lead was removed and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. Blood was noted on the distal conductor (not obstructed).